Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneous basophil results for one (1) pt sample assayed on their coulter lh 780 hematology analyzer. Several specimens from the same pt were analyzed over several days. Some of the analyses yielded instrument generated flags while other analyses did not. The customer believes that the erroneous pt sample results were not reported out of the laboratory. There was no report of impact to pt treatment associated with this event. The customer performed a manual differential which yielded a lower basophil result. The manual differential results were reported outside of the laboratory. The customer reported that the results for quality control (qc) samples had recovered within the laboratory's established ranges.

Manufacturer narrative:
Beckman coulter, inc. Does not claim to identify every abnormality in all samples. Beckman coulter, inc. Suggests using all available flagging options to optimize the sensitivity of the instruments results. There may be situations where the presence of a rare event may fail to trigger a suspect message. Service was not dispatched to the customer's site for this event. The pt sample displayed a unique abnormal pattern of non-basophil cells that fits into a typical basophil pattern. The analyzer's algorithm classified these cells as basophils. The analyzer had generated instrument flags for some of the analyses performed on the pt sample to alert the customer to further review the sample. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events. This MDR represents event 5 of 6 reported by the customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-01773, 01774, 01775, 01776, 01778.